Event description:
A healthcare professional reported that the surgeon observed that free floating capsulotomy in decentered dock resulting in micro adhesion or uncut area in the unknown eye of the patient during cataract surgery. There was no patient impact. There are two related reports for this reported event. This report addresses unknown patient, unknown eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was able to replicate the reported event. The objective was cleaned from both sides, as well as the galvos to address this issue. How or why the objective became contaminated cannot be conclusively determined, based upon the information obtained, at this time. The system was tested and found to meet product specifications. The root cause of the reported event is attributed to contamination of the objective and galvos. How or why the objective became contaminated canoe be conclusively determined based upon the information obtained, at this time. The manufacturer internal reference number is: (B)(4).